Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. "Halitosis" is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported patient came in complaining of halitosis. An endoscopy was done which revealed hyper insufflation of device. Device was removed and replaced.